Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, a patient had an unexpected postoperative refraction and the lens was not at the intended orientation. The target was plano and the outcome was +1.75 -4.00x27. The intended orientation was 86 degrees and the postoperative orientation was 57 degrees. Additional information was requested.